Event description:
The customer received questionable uric acid results for two patient samples. Of the data provided, only the results for one patient were discrepant. The initial result was 0.4 mg/dl and was released outside of the laboratory. It was later repeated on another analyzer with a result of 5.4 mg/dl. The repeat result was deemed correct and a corrected report was issued. The patient was not adversely affected. The reagent lot number was 60793101 with an expiration date of 12/31/2015. The field service representative found the sample probe was not springing back down. He removed the sample probe cover and adjusted the spring/probe movement. As a preventative measure, he replaced rinse nozzle tubes that were leaking, checked all probes adjustments, and checked the rinse mechanism. The customer successfully ran controls and multiple patient samples. The field service representative ran precision testing. On follow up, the customer confirmed there were no further issues.